Event description:
Patient admitted to the special procedure department in radiology for removal of a portion of catheter that was lodged in the right pulmonary artery.the portacath reservoir & connected portion of catheter remained in the patient's right chest. The leading end of the catheter remaining was noted just below the right clavicle.the patient had the port-a-cath inserted in the bahamas.